Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2021.

Event description:
It was reported that the patients ipg stopped retaining a charge. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned.